Event description:
Clinical study. Same pt as 2134265-2008-00438. It was reported that 433 days after a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi) a stent thrombosis (st) and required a target vessel intervention (tvr). The pt presented with an acute myocardial infarction. The lesion being treated was a 4.0mm, 40mm long, 100% stenosed, mildly calcified and moderately tortuous portion of the proximal right coronary artery (prox rca). Pre-procedure medications included flupirtin, metoprolol, hydrocholorothiazid, fentanyl and citalopram, medications given during the procedure included bivalirudin. The physician treated the lesion with predilatation using a 3.0x20mm balloon and successfully implanting two taxus express2 (4.00x16mm and 3.50x24mm) study stents in the target lesion with 0% stenosis post treatment. The pt was discharged on aspirin 100mg, clopidogrel 75 mg, pantoprazol 40mg, nebivolol 2,5mg, candesartan 8mg, hydrochlorothiazid 25mg, atorvastatin 40mg and citalopram 20mg. A 433 days after the index procedure, the pt experienced a st (there was occlusion at the stented segment of the target vessel), a st elevated mi and required a tvr. Stent thrombosis of the target lesion was present. There was an occlusion of the vessel at the stented segment of the taxus stent. The physician performed a pci with the implantation of a bare metal stents. The pt was discharged 8 days later on aspirin, atorvastatin, candesartan, clopidogrel, hydrochlorothiazid, pantoprazol, escitalopram and metoprolol. There were no reported complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.